Manufacturer narrative:
The implantable neurostimulator (ins) (serial # (B)(4)) was returned and analysis found the ins battery to have a reduced capacity due to overdischarge. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information from the patient via the manufacturer's representative reported that they did not like to charging the implantable neurostimulator (ins) battery. It was very difficult for them to do and could not get it to charge at times. The patient was provided with verbal and written instructions on how to charge the ins battery. It was also noted that the patient's family was also taught how to charge the battery properly. The representative demonstrated how to charge the patient and the patient/family did return properly demonstrate this at a follow up visit in the office. The patient requested a non-rechargeable ins model and the current ins was ex planted. The patient status at the time of report was noted as "alive no injury" and the issue was reported as resolved. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.